Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation on the hemopro 2 jaws peeled. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital was unable to provide an event date.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that most of the cold jaw silicone boot was detached. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).